Event description:
While preparing to place the pt on nasal CPAP, it was noted that the circuit could not pass leak test. Determined the problem to be coming from the trunk. Used a different 70 mm trunk with the same result. Finally, tried a 70 mm trunk from a different lot number and the circuit passed with no further issue. Both trunks were from lot 2103966750 troubleshooting. Patient code:4582. Device code: 2946. Reference report:mw5184616.